Event description:
It was reported that the procedure was completed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information unknown / not provided. G4: date received by manufacturer . G5: premarket identification PMA/510(k) number k013227. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date. H6: event problem and evaluation codes. H10: additional narrative. One tapered screw-vent implant (tsvh11) was returned for investigation . Visual evaluation of the as returned product identified that the collar was fractured off possibly due to the removal process doctor reported that the mount was stuck and the implant had to undergo guided forced removal. Additionally, there was bone residue around the external threads due to usage. Device history record (DHR) review for the lot (1222189) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1222189) for similar events and no other complaint was identified. Therefore, based on the available information, an unreported malfunction did occur (fracture). However, the reported event (mount does not disengage) could not be verified as the exact details of event were nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date unknown / not provided, explant date unknown / not provided, email address unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported that the moun got stuck into the implant and implant was removed.